Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted external visual inspection noted tool marks on the case and header, and minor body fluid contamination in the lead barrels. The header to case bond was intact. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the remote home monitoring issued an alert for high out of range pacing impedance measurements of greater than 2500 ohms on the cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead. Upon review the medical personnel noted that there had been several out of range impedance measurements over the last three months. The patient was brought into the clinic and the out of range impedance measurements were able to be replicated. The medical personnel also noted that there was oversensing of noise on the electrogram (egm) during the office visit. Boston scientific technical services (ts) was consulted and the possibility of a lead fracture was discussed. The medical personnel planned to consult with the physician for further troubleshooting and resolution. A revision procedure was performed where the ra lead was surgically abandoned and the crt-d was explanted. No additional adverse patient effects were reported.